Event description:
It was reported that, during an afib ablation on the left atrium, the left pulmonary veins had almost been isolated and the physician was ablating in the septal posterior wall when it was noticed that the patient's systolic blood pressure dropped to 40. An alleged pericardial effusion was noted with the sequoia intracardiac imaging. A catheter was placed in the pericardium through the patient's anterior chest wall to withdraw the red colored fluid. The physician terminated the procedure and the patient was stabilized and remained in the hospital. This procedure was performed under general anesthesia.

Manufacturer narrative:
The device was not returned to biosense webster for evaluation.